Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary left l4-l5 spinal root decompression. In the same month of the surgery, the patient presented with deep venous thrombosis of the left leg. The investigator noted the event as mild in intensity. Deep vein thrombosis treated by patient's medical doctor. Patient had sq lovenox and teds/sequential compression boots in hospital. Has history of prior lower extremity deep vein thrombosis. The outcome of the event was that the patient was lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an illness being treated.